Manufacturer narrative:
H3: analysis of the product ID 97755-s. Serial# (B)(6), revealed found no issues with finding or charging ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s; serial#: (B)(6); product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient mentioned sometimes it takes their implant a long time to charge and sometimes it stops. Patient mentioned they have a little bit of pain on the implant and notices the pain once their implant gets up to 80% charged. When asked for event date, patient mentioned the issue began a few weeks ago. Patient noted the implant stays at 80% and won't go down. Patient also noted it takes a long time to charge the controller from the wall took 1.5 hours to charge. Patient mentioned the recharger gets more than a little warm when charging their implant and gets uncomfortable. Patient confirmed no patient harm. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed recharging 80% and implant 80%. Agent instructed patient to start a charge session; implant recharging with excellent quality. Agent asked and patient mentioned they got a message one time saying problems with recharging to reposition the recharger. The issue was not resolved. An email was sent to the repair department to replace the device.